Event description:
During a surgery performance that the cage was broken after trying to insert the implant by carrying out the first striking. The surgery procedure was completed successfully by using an accordingly replaced implant. The patient was not impaired despite of a prolongation of the surgery procedure of 2 minutes.

Manufacturer narrative:
Investigation is underway. Additional information has been requested and will be submitted in a follow-up report at the conclusion of the investigation. Device is not marketed in the us; however, a similar device is cleared for us in the united states.